Manufacturer narrative:
Section d1 brand name: corrected. Section d4 lot number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) and the report of concerning lactate dehydrogenase (ldh) levels could not be conclusively determined through this evaluation. Review of the submitted log file appeared to capture the pump functioning as intended at the fixed speed. No notable events or alarms were observed. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided. The patient remains ongoing on heartmate ii lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists device thrombosis and hemolysis as adverse events which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. It was requested to look for findings indicative of pump thrombus since the patient's lactate dehydrogenase (ldh) level and echocardiogram (echo) results raised concern. The event log files captured routine events. There was no indication of any pump concerns in the event log files. The pump appeared to function as intended.